Manufacturer narrative:
The information provided was incorrect with the initial report. The correct information has been included with this report.

Event description:
It was reported that the customer¿s blood glucose was 33 mmol/l. The customer was not treated with the insulin pump and advised to get insulin pen and treat high blood glucose by insulin pen. The customer will reconnect insulin pump to treat high blood glucose because no other options available to deliver insulin.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose level. Blood glucose level at the time of the incident was 31 mmol/l. Customer was treated with pen. Troubleshooting was performed. The insulin pump will not be returned for analysis.